Manufacturer narrative:
Correction: d6b should have been dec 10, 2020.

Manufacturer narrative:
The reported field event of hypersensitivity was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-08997; related manufacturer reference number: 2017865-2021-08998. It was reported that the patient had an allergic reaction with symptoms of itching and facial swelling related to the implanted pacemaker system. The pacemaker was explanted. The right atrial and right ventricular leads were capped and replaced on (B)(6) 2020. The patient had no adverse consequences.